Event description:
It was reported that the system displayed camera iris cal, collimator cal, and filament cal errors during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.